Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failures is the known inherent risk of the device for the use of products that contain silicone. The reported adverse event is known and documented in the labeling, and all reasonable mitigation steps have been taken (including both short-term and long-term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the jet tube, air/water tube, and air/water cylinder. There was no patient involvement.